Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral upper abdomen using legacy coolcore applicator and to the bilateral lower abdomen using legacy coolmax applicator on (B)(6) 2019, following to the bilateral inner thighs using legacy coolfit applicator and to the bilateral outer thighs using legacy coolsmooth applicator on (B)(6) 2019, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019. Ph was described as indurated fibrous. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Correction removal number continued: z-1350-2022

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral upper abdomen using legacy coolcore applicator and to the bilateral lower abdomen using legacy coolmax applicator on (B)(6) 2019, following to the bilateral inner thighs using legacy coolfit applicator and to the bilateral outer thighs using legacy coolsmooth applicator on (B)(6) 2019, who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019. Ph was described as indurated fibrous. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Clarification to initial medwatch aware date g.3: 29-nov-2019. Clarification to correction removal numbers h7: disregard recall numbers as the devices reported are not legacy recalled parallel plate applicators. Clarification to h10: disregard previous summary statement regarding parallel plate applicators. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to bilateral bra roll (back) using the cooladvantage, coolcurve+ contour applicators, and on (B)(6) 2018 to bilateral flanks (love handles) using the cooladvantage, coolcurve+ contour applicators, who developed paradoxical hyperplasia (pah/ph) on bra fat, scapular area after treatment, diagnosed on (B)(6) 2019. Tissue was described as area increased in volume, slightly denser than adjacent area. The event is unconfirmed due to insufficient information and will be reported with an abundance of caution.